Manufacturer narrative:
Pump not available for analysis / investigation. No problem detected with controller. Log data also indicate no malfunction of pump or controller. Air entrainment appears to be secondary to aortic rupture and severe hypovolemia.

Event description:
The patient was a (B)(6) female who had surgery the day before for coarctation of the aorta. Initially had an uneventful post operative course, but then acutely decompensated. Emergent tandemheart with oxygenator was placed thru groin cannulation at bedside. Bedside sternotomy revealed aortic rupture resulting in massive blood and volume loss with profound hypovolemia. Air was entrained in the circuit and it was replaced by a back up roller pump circuit.